Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was medication spillage inside the cubie pocket. A field service engineer (fse) forced the release of two of the three cubies using the hardware test application (hta). Cubie a3 did not respond in hta and was manually removed. Chlorhexidine was found spilled on that pocket, which resulted in the full height legacy row board in drawer 5 (row a) requiring replacement and the cubie tray was replaced due to liquid contamination inside the drawer. Fse tested and customer accessed the medication without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full pocket not detected on bus when tried to recover pocket would not release. There were no adverse events or injuries reported based on this event.